Event description:
The device was returned to the manufacturer's service center for evaluation of the alleged rebreathing detected alarm. During an operational check, the reported "rebreathing detected" patient alarm was not duplicated. Although the occurrence of the reported alarm was recorded in the log, there was no history of alarms occurring indicating abnormalities of the device. Additionally, there were no abnormalities in the relevant device regarding the reported issue since no abnormalities were found during a functional test; however, the flow sensor was replaced as a precautionary measure. Since a recognize failure of the ac power was observed during an operational check, the power supply was replaced. Unrelated to the complaint, the handle retention retainer plate was replaced due to damage observed. Final test confirmed the unit operated properly.